Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study #0532017hj. It was reported that during a coronary drug eluting stenting treatment procedure, there was balloon withdrawal difficulty. Lesion 1 was a 2.5mm, 70% stenosed, bifurcated, 7mm long portion of the distal left anterior descending (dist lad) artery. The physician treated the lesion with direct stent placement of a taxus liberte' 2.50x12mm drug eluting stent in the target lesion. During withdrawal of the balloon after treatment of the dist lad, there was moderate balloon withdrawal resistance. The device was implanted and the balloon withdrawn without further treatment. Lesion 2 was a 3.0mm, 80% stenosed, 12mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a taxus liberte' 3.00x16mm drug eluting stent in the target lesion. No patient complications were reported. The patient was discharged 2 days later on plavix and aspirin. This product is only ous approved but it is similar to a marketed us device.